Manufacturer narrative:
Block e1: the reported healthcare facility is (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was used to treat stone during an endoscopic retrograde cholangiopancreatography (ercp) procedure and performed on (B)(6) 2025. During stent preparation, it was observed that the black introducer of the naviflex rx delivery system did not move when the deployment wire was pulled. It was noted that a break occurred. The procedure was completed using the originally intended stent. There was no patient complications reported as a result of this event.